Manufacturer narrative:
This record is a duplicate of mfg report # 1119421-2018-00253. There will be no further reports sent in for this record. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A doctor of ophthalmology reported that after a cataract extraction with intraocular lens (iol) implant surgery, a patient experienced inflammation. The surgeon prescribed a stronger steroid treatment. The patient's symptoms have resolved. Additional information has been requested.